Manufacturer narrative:
Initial.

Event description:
It was reported that an insulin cartridge associated with the ilet system was leaking, as described by the user¿s caregiver during a support call, and troubleshooting with education was completed with no alerts or alarms reported. Symptoms included elevated blood glucose (exact value not provided). Outcomes included no reported hospitalization, or medical intervention. Investigation included communication with the user focused on cartridge handling, installation technique, and device use, as well as assessment for high blood glucose occurrences. Investigation of this case revealed a probable leaking cartridge consistent with a device component issue at the cartridge interface, with no evidence of system alarms or broader pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a use-related or handling-related leak at the cartridge connection or seal.